Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several air alarms were found which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Air sensor test was performed but failed therefore the part was replaced and sent to brézins for further investigation. However upon inspection and functional tests, the air sensor was found functional. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device. This part might be the damaged door that was found locally during repairs actions but was not noticed during sub-investigation. An issue with the closing of the device door could lead to air alarms this complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "customer emailed in the attached depot repair request form to report keeps alarming "air bubble" when there is no bubble. No adverse reactions reported." Initial evaluation of the device shows that there is a defective air in line sensor. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.